Event description:
The facility representative reported a device with a failure code 500. It is unknown when this event occurred. There was no reported patient injury or medical intervention. This device utilizes user interface module master software version unremediated. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 500 was confirmed during product evaluation. Inspection of the device revealed the condition was caused by stuck keys on the channel a keypad from fluid intrusion. The channel a pump head module with the keypad was replaced to fix the problem. The pump was retested and returned to the customer within specification. This issue is currently being investigated.